Event description:
It was reported that a patient presented in physician office with inappropriate high voltage lead impedance measured data. A month later, the patient presented to the clinic after suspecting that she experienced a shock. Upon interrogation, an alert message stating aborted charge due to possible output circuit damage was displayed. The patient stated that she felt pain while the device was charging. Replacement of device will be scheduled.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was explanted and replaced.